Event description:
It was reported that 2 bd eclipse¿ needle was clogged. The following information was provided by the initial reporter: verbatim: we have two more needles today that we were attempting to use on a patient to numb locally with lidocaine where nothing would come out of them as if there was no hole/opening.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.